Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted the rv pace lead impedance was 4047 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurements had been increasing for approximately fifteen days. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.